Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was 234 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump up arrow button did to respond due to corroded keypad trace. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.